Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There is no dislocation or fracture. The femoral stem is abnormally lateral in position and is traversing the lateral femoral cortex. Extensive osteolysis along the femoral cement with significant bone loss. The femoral component appears loose. There is no evidence of acetabular component loosening. Two cerclage wires are present at the subtrochanteric femur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown liner; unknown head. Unknown stem multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00620; 0001825034 - 2019 - 00621; 0001825034 - 2019 - 00622.

Event description:
It was reported that the patient was indicated for a revision due to unknown reasons. Attempts have been made and no further information has been provided.